Manufacturer narrative:
Upon disassembly, the motor was found to be a non-stryker component. The presence of a non-stryker motor may cause or contribute to the reported event of the device displaying a bias current error. The motor assembly was replaced to address the bias current error and bring the device back to stryker specifications.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device displays a bias current error. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.